Manufacturer narrative:
The technician replaced the foot brake casters to repair the bed.

Event description:
Information received indicates the foot casters will continue to swivel after the brake is engaged.